Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited back vvi operation upon a failed cybersecurity update. It was noted that the patient did not experience any adverse effects as a result of the device issue. A software device download was performed successfully. A cybersecurity update was not reportedly reattempted.

Event description:
New information received notes that the asymptomatic patient presented for follow-up in clinic, the cyber security upgrade was reattempted unsuccessfully, and the device reverted to backup vvi operation. It was noted that the device was restored to normal function.